Event description:
Information was received indicating that this syringe infusion pump exhibited a clutch error. It was not specified if this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One medfusion pump set was returned for analysis in used condition. Visual inspection of the set shows the device is in fair condition with a chipped front corner. Use testing was performed. The customer complaint was not confirmed as the pump would not run due to post error with constant alarm. Service updated worm coupling, gear, motor mount and changed teflon washers with a delrin one. Replaced damaged force sensor. Replaced head mount and dowel pin, was loose. Performed function and delivery tests.the root cause is component failure.